Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation, but contrast medium was observed close to the balloon indicating the application of negative pressure prior to reaching the target lesion. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered on the balloon. The stent was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all inprocess and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The complaint event is most likely related to the patients anatomy (i.e. Previously implanted stent in the proximal lad). The application of negative pressure prior to reaching the target lesion may have been contributed to the complaint event. It should be noted that the IFU states that the inflation device shall be connected to the instrument after positioning the stent over the target lesion.

Event description:
A pk papyrus covered stent system was selected for treatment. The device was inserted through a copilot and guiding catheter, via rapid exchange otw technique. Upon the attempt to pass the stent through a 3.5/26 pk papyrus the stent was not able to cross it. As the complaint device was removed from the guiding catheter and copilot it was observed that the stent was no longer present on the delivery balloon.